Event description:
A customer reported to beckman coulter inc. (Bec) that an erroneously elevated vitamin b12 result of >1107 pg/ml, above the normal reference range, was generated by unicel dxi 800 access immunoassay system for one patient. Subsequent testing on an alternate dxi instrument produced lower results of 64 and 69 pg/ml, below the normal reference range. There was no change to patient treatment as the original erroneous result was not reported out of the laboratory. The last routine system check was performed on (B)(6) 2012 and the results were within the instrument specifications. The last vitamin b12 calibration was performed on (B)(6) 2012 and the results were acceptable. All qc results supplied by the customer, dated from (B)(6) 2012, were within the laboratory's established ranges. The qc after the patient run gave qns (quantity not sufficient) flag. Service was dispatched for this event. The field service engineer (fse) discovered that the tubing for the service loop on reagent pipettor #3 was split. The fse replaced the split tubing and verified instrument performance.